Manufacturer narrative:
H4: the lot was manufactured august 19-20, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of an unspecified quantity of continu-flo solution sets could not be rotated to facilitate connection to IV sets. The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.